Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation to the area where the foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the gif-ez1500 operation manual. Instruction manual gif-ez1500 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has air/water supply failure. The device was returned for evaluation. During the device evaluation, the nozzle has foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a chip; the plastic distal end cover has a scratch; the scope connector cover unit has a scratch; the forceps elevator lever has a scratch; the suction connector has a scratch; the suction connector is dirty due to water leakage; the free engage knob has a scratch; the right/left knob has a scratch; the up/down knob has a scratch; the image guide protector has a chip; the switch box has a scratch; the connecting tube has a scratch; the scope cover has a scratch; the suction connector has a scratch; the universal cord has a scratch; the suction cylinder is shaved; the grip has a scratch; the control unit has discoloration; the control unit has a scratch; the switch 2 has a scratch; due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.